Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, a suture break occurred with the proglide device. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela and the patient was reported to be stable. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported suture break was not confirmed, as the full length of the suture was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.